Event description:
The customer's father reported via phone call that the customer experienced high blood glucose levels and experienced issues with delivery on the insulin pump. The customer had recently started a around of steroids and afterwards was unable to regulated his blood glucose. The customer had changed the infusion set six or seven times within a period of five days. The customer did not experience leaks, air bubbles or bent cannulas. The customer's blood glucose was reportedly over 600 mg/dl. The customer treated his high blood glucose with insulin pump therapy and manual injections. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.